Manufacturer narrative:
(B)(4), the customer report of a blocked catheter was not confirmed by visual inspection of the customer supplied video. Full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: high pressure was detected by the injector while attempting to inject into the PICC. The reported defect was detected during use on patient. There were no kinks or bends noticed. Another device was not needed. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Event description:
It was reported that: high pressure was detected by the injector while attempting to inject into the PICC. The reported defect was detected during use on patient. There were no kinks or bends noticed. Another device was not needed. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4).